Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that on (B)(6) 2018, the patient had a constrained liner cemented into an acetabular cage which was implanted due to a tumor. The constrained liner disassociated from the cement so surgeon choose to cement a 50mm 32mm +4 10d liner in the acetabular cage. Surgeon was aware that this was an off label use of the implants, same head was used. Loosening was noticed due to off label use of a constrained liner cemented into the acetabular cage, occurred in cement to implant interface. Cement manufacturer is unknown. Doi: (B)(6) 2018; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Additional narrative:  (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.